Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while using an angiography catheter, the distal end of the catheter broke in the patient's abdominal area. While trying to retrieve it with a 6fr, the catheter tip broke into 5 or 6 pieces which went into the arterial circulation. The patient is admitted to intensive care.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.